Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had two ins and one was working fine however the other was showing settings not available on group b this morning even though it was working fine yesterday. Patient was not able to adjust stimulation up or down at all and this system was for their hip/ groin/ legs so patient was now in pain. Hcp reported that the patient met with them this morning and reseated battery pack in controller, switched battery packs in patient's controllers and issue was not resolved. Hcp stated the ins was charged to 70% and was showing "settings not available" and around 1.5 ma. Caller had the patient go home so they could perform troubleshooting on the call and caller could not remember which ins was sowing settings not available. Tss reviewed issue is likely due to internal system not external devices and the ins should be interrogated but patient can attempt switching groups to see if issue is resolved. Patient reported they could not increase stimulation as the controller kept displaying settings not available (screen 59). Patient stated they reset the controller 10 times and did not resolve. Patient stated the ins was fully charged. Patient was able to decrease stim but could not turn it back up at all. Pss suggested to try another group and patient stated that he only has one group programmed. Patient stated that he wanted a replacement controller; pss reviewed that replacing the controller will not resolve the issue as it's an issue with the ins programming and not the controller settings. Patient redirected to hcp. Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient because a settings not available screen was seen. The rep discovered that the device was programmed on contacts that had high impedances with one contact showing > 40k ohms showing avoid. The rep adjusted the programming to resolve the issue.